Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the on (B)(6) 2025. According to the patient, on (B)(6) 2025, was admitted to the hospital with severe hyperglycemia and diabetic ketoacidosis. A discrepancy was identified between the sensor readings and capillary (finger-stick) blood glucose measurements, with the sensor displaying significantly lower glucose levels than the actual values. As a result, the patient did not receive the necessary insulin doses based on her true blood glucose levels. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.